Event description:
The customer contact reported the control knob position did not match the displayed position. No specific programming parameters were provided. Multiple unsuccessful attempts have been made to obtain additional info.